Manufacturer narrative:
No further information is available. This report will be updated if additional information becomes available, or if the device is returned for analysis.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared indicators earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Event description:
Further information was reported that the device had exhibited atrial oversensing. The device was later explanted and returned.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during a routine follow-up appointment, this pacemaker indicated on the programmer that it had a longevity remaining of less than .5 years. A printout showed a different value of 1.5 years remaining. The next day, the device was reinterrogated, and both the printout and the programmer stated the longevity remaining was less than .5 years. It was alleged the device had depleted prematurely. It was also reported the patient had a syncopal eposide during surgery. There was no allegation the syncope was related to a device deficiency. No further patient effects were reported.